Manufacturer narrative:
Failure analysis confirmed the insulin pump had a cracked reservoir tube lip, cracked battery tube threads, missing endcap sticker and cracked case near display window corners noted during visual inspection. All buttons function properly and no button error alarms noted. However corroded keypad traces noted during visual inspection and moisture damage was noted on electronic assy. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 7.8 mmol/l. The customer stated the insulin pump was exposed to moisture; water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.